Event description:
It was reported that the upper jaw of instrument was broken during a post lumbar discectomy. The broken tip was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The upper dynamic jaw is broken off at the base of the shaft. During optical examination discovered a fairly brittle fracture, with plastic deformation adjacent to the fracture surface and morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order to induce the fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.